Event description:
It was reported from (B)(6) that before surgery, it was observed that the motor device had an unspecified defect. During in-house engineering evaluation, it was observed that the rotations per minute (rpms) was below specifications. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the rotations per minute (rpms) was below specifications. Therefore, the reported condition was confirmed. It was further observed that the device had too little power, the bearing was sluggish and the coupling lock was worn. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.